Event description:
It was reported that during the procedure, the handpiece component displayed an error message (no reported). It was noted that the patient was prepped per instructions and proper protocol. The physician then inserted the started the handpiece, flushed with water, and the generator started at which time the error message was displayed. The handpiece was turned off then back on per instructions. Due to this issue the patient had to be rescheduled for a new procedure. The outcome of the event was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the handle (model#: 8929, lot#: 77194) found that all of the connector pins on the p1 board were bent. Due to the condition of the pins on the p1 board the technician could not download the necessary data to fully test the test fixture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.